Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed intermittent antenna icon. The root cause was determined to be a hardware component failure.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
The reported device was not returned; however a transmitter (sn (B)(4), mfg date: 08/09/2013) was returned for evaluation and there was no issue detected.